Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose for the past two days. The customer changed the infusion set and reservoir to solve the problem. Troubleshooting was performed. The settings, time, and date on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device failed the test. No further information was provided.